Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -12.5/3.0/090 sphere/ cylinder/ axis in the patient's right eye (od) on (B)(6) 2017. One year later the reporter indicated lens rotation and refractive surprise. The patient is happy and the lens remains implanted in the patient's eye. (B)(4).

Manufacturer narrative:
Corrected data: the implantation date in the previous supplemental MDR is corrected from "(B)(6) 2017" to "(B)(6) 2016". Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+3.0/x090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2016. One year later, the reporter indicated a refractive surprise. The patient is happy and the lens remains implanted.